Manufacturer narrative:
Concomitant product(s): rvdr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, noise and the impedance was rising to high, undefined levels. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.